Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08636, 1627487-2019-08638, 1627487-2019-08639, 1627487-2019-08640, 1627487-2019-08642, 1627487-2019-08644, 1627487-2019-08646. It was reported the patient experienced a sudden pain in her shoulder where a lead and extension were connected after bending down to pick up an item from the floor. An x-ray was performed which showed one of the patient¿s leads had pulled out of the extension. As a result, surgical intervention took place on (B)(6) 2019 wherein the extension connector point was opened and reattached using torque wrench. The patient has therapy restored and impedances are within normal range. It is unknown which lead pulled out of the extension therefore all of the patient¿s currently implanted leads and extensions are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08636. 1627487-2019-08638. 1627487-2019-08639. 1627487-2019-08640. 1627487-2019-08642. 1627487-2019-08644. 1627487-2019-08646.